Manufacturer narrative:
The ge service rep adjusted resolution to meet manufacture specifications. He verified the system is operating by fluoroing in low and high technique before returning back to the customer as intended.

Event description:
The customer reported that their inhouse biomed stated the system was not meeting specifications. He found during the inspection: violation - failed on minimum source to skin distance - (ssd) - although it can be argued that the c-arm fluoroscopy unit is used for special surgical applications, the minimum ssd should be greater than 8 inches, (20-3 centimeters). The ssd was measured to be 8 inches. For radiation safety reason, it is recommended that this unit uses a spacer. Display monitor brightness and contrast level in auto mode were not set correctly. The image was too bright with sub optimal contrast. The image was also blurry, fuzzy looking, the display monitor contributes to this problem, but adjustments to sharpen the image are required.